Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/01/2016, that on (B)(6) 2016, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed as no failures were found related to the customer complaint. However, the share log data was reviewed and the logs confirm the patient complaint. The customer complaint of loss of connection was confirmed. The root cause could not be determined.